Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a thoracic spinal fusion where rhbmp-2/acs was implanted with a non-metallic spinal fusion cage on (B)(6) 2005. Post-op, patient's spine curvatures became worse. The displacement of his spine led the internal organs to displace to the left side. The patient then underwent another thoracic spinal fusion where rhbmp-2/acs was implanted on (B)(6) 2007. It is reported that the second surgery was performed in part because of damage due to the reportedly improperly performed first surgery, including use of failed hardware. The patient underwent a third spinal surgery where rhbmp-2/acs was implanted on (B)(6) 2010. It is reported that the third surgery was performed because of damage caused in the previous surgeries. It is reported that the patient sustained eminence damages. The patient reportedly sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.